Event description:
It was reported that the patient underwent a trial due to experiencing ineffective therapy in their original pain pattern. Additional information was received stating both leads were experiencing ineffective therapy. Surgical intervention took place where the scs system was explanted and a drg system implanted to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.